Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation the pulse generator exhibited noise on the atrial channel causing auto mode switch episodes. The device remained implanted and the patient would be monitored.

Event description:
On (B)(6) 2014, new information noted that the device continued to exhibit noise causing inappropriate auto mode switch episodes. The device was reprogrammed and the patient would be monitored.